Manufacturer narrative:
Eval summary - a stryker field service rep was on-site at the customer location and confirmed the flaking paint on the surgical light suspension. The components of the visum led surgical light suspension with the alleged flaking paint are being replaced and returned to the MFR for add'l eval. The investigation is ongoing. There was no pt involvement and no adverse consequences reported.

Event description:
(B)(4): it was reported that paint was allegedly chipping off of the cardanic arm of the surgical light suspension.